Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2010. On (B)(6) 2010, the device failed the weekly self test because of a low battery. The device switched to fault mode and the customer was alerted with the status indicator flashing red and the device emitting an audible warning message. The device remained in fault mode in excess of two years. The information obtained from the device showed evidence of significant fluctuations in voltage, which would be sufficient to trigger the low battery warning. Investigation confirmed a fault with +ve and -ve terminal pogo pins. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were significant enough to trigger the low battery warning. The testing did conclude that both the device and the pad pak (battery) were capable of operating to specification and whilst the fluctuations were significant enough to trigger the low battery alarm, they did not prevent device operation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because of following an upgrade the device status indicator flashed red then changed back to green.